Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system was unable to attach connector to syringe. The following information was provided by the initial reporter, translated from chinese to english: when using this indwelling needle, there has been a inexplicable rebound between the connector and the syringe, resulting in the syringe and the connector being detached. Clean the detached part and reconnect the injection.

Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 1175780 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.